Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt pectoral stimulation and the right ventricular (rv) lead was exhibiting high thresholds. An attempt was made to change the setting of lead to bipolar in an effort to reduce the stimulation, however when the lead was connected to the programmer for polarity change a display problem occurred. The patient felt dizzy when the programmer issue occurred. The lead remains in use. No further patient complications have been reported as a result of this event.